Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation was unable to confirm the reported issue. However, during the technical evaluation a self-test issue was observed. The cause of this issue was determined to be the pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device stopped ventilation and displayed the error message "inadequate adapter". There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the single occurrence of an alarm 130 indicating the expiratory module was missing. The investigation determined that the reported event was most likely due to a set-up error of the expiratory module. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).